Event description:
It was reported that two guidewires broke inside the patient during an exam procedure, one of the guidewires (subject device) was retrieved and portion of the second guidewire remained in the patient's carotid artery. No additional information is available.

Manufacturer narrative:
Refer to manufacturer report 2939204-2012-00307 for the report filed on the guidewire that broke and remained inside the patient. Refer to user facility medwatch # (B)(4) for medical device report (MDR) filed by the facility.